Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited noise. Then, the patient was bought to the clinic for intervention. Upon further interrogation, it was noted that the noise appeared to be electromagnetic interference (emi). The atrial lead was reprogrammed. The patient experienced no consequences and will be continue to be monitored.